Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose (bg) level was 144 mg/dl. Reportedly, the customer was able to clear the alarm and resume insulin delivery. Additionally, it was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Reportedly, the customer had loaded a cartridge with 300 units. The customer's bg level was 600 mg/dl. The customer loaded a new cartridge and received an accurate estimate. The customer reported that a bolus would be delivered to address bg levels.